Manufacturer narrative:
(B)(4). Mdrs: 0001825034-2018-09050, 0001825034-2018-09049, 0001825034-2018-09125. Multiple MDR reports were filed for this event. Please see reports: unknown liner, pn unknown, ln unknown; unknown cup, pn unknown, ln unknown; unknown head, pn unknown, ln unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, (retained by hospital). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for pain. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Review of x-rays revealed anatomic alignment of right hip arthroplasty components. The acetabular component was affixed by three screws. A radio-opaque density was present above the lesser trochanter and may represent a displaced bone fragment or possibly cement related to reported revision. No other issues identified. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.